Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The cerelink sensor (ID 826851) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a cerelink sensor (ID 826851) was implanted, and upon moving the patient to ICU, the nurse mistakenly pressed the zero-adjusting button on cerelink monitor which led to explantation of the sensor on (B)(6) 2026. According to information provided, it is unknown if the sensor was replaced. No adverse consequences to the patient were observed and no information on surgical delay.